Event description:
It was reported that the patient experienced pain at the implantable cardioverter defibrillator (ICD) pocket site. At the request of the patient the ICD system was explanted without replacement. It was noted during the explant procedure that the stylet was unable to advance all the way through the azygous coil lead and the lead was unable to be removed. The lead was cut and remains in the patient. The right atrial (ra) lead exhibited explant difficultly. The ra and rv leads were fully explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6937a-58 implanted: (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.